Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent decompression and fusion at t2-t9. Intra-op, one of the lateral set screws split in two. No fragments of the product remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual microscopic visually confirmed the set screw is fractured at the proximal tip of the implant. The fracture surface appears to emanate from and follows the root of the internal thread tooth upward, and appears to be approximately parallel with the root of the tooth angulation, and has shear lines on the fracture surface. The internal hex has witness marks, and the break-off portion of the set screw is not broken off, suggesting the set screw was tightened utilizing the internal hex, which would prevent the break-off portion from being broke-off. The above observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.